Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 446 to 600 mg/dl. Customer indicated that their high blood glucose is not coming down and was 164 mg/dl at the time of the call. During troubleshooting, it was found that the pump was operating as designed and customer was advised to call back if further assistance is needed.